Event description:
It was reported that during device upgrade procedure, atrial lead was having no sensing, loss of capture and low out-of-range lead impedance when the lead was connected to the device. The lead was tested with the psa prior to implant and showed proper values. The lead was tested again with the psa and showed the same values from when connected to the device. It was determined that the lead may have been compromised during the implant procedure. The lead was not implanted. A new atrial lead was not implanted and the atrial port on the device was plugged. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.